Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records (B)(6) 2009, the patient underwent following procedures: l5-s1 bilateral laminectomy and foraminotomy, l5-s1 posterior lumbar interbody fusion complete discectomy, use of cage interbody space at l5, s1; posterior spinal arthrodesis at l5, s1; use of pedicle screw and rod system posterolaterally at l5, s1. Use of local bone graft autograft as well as rhbmp-2 bone morphogenic protein. Preoperative diagnosis: l5, s1 advanced degenerative disc disease, spinal stenosis, facet arthropathy. Preop notes: used our plif instruments consisting of straight and angled curettes. Packed a cube of bone graft compression resistant matrix into the interbody space with infuse wrapped around it. This was followed by a significant amount of local bone autograft. Finally, we placed the appropriately cage with a couple pieces of infuse in its center. We then identified and exposed the transverse processes of ls and the ala oe the sacrum bilaterally in subperiosteal fashion. We decorticated all four of ·t:b.efj~ l:)ony elements. And inrartarl four pedicle ac.rews. Each sgt."aw ·wnfi inserted by first palpating the pedicle through the canal and then we inserted an awl into the pedicle. The pedicle walls were then sounded for integrity with a straight ball tipped probe and then a probe was inserted into the pedicle. The pedicle walls were once again sounded for integrity with straight ball-tipped probe-and then we inserted the appropriately sized screw. We noted an excellent bite in all four screws. We were able to interlock the screws on both sides with the appropriately sized rod and set screws. On (B)(6) 2009, the patient was presented for office visit with back pain. Physical examinations: she ambulates without ataxia or antalgic gait, appears neurologically intact in the lower extremities. Her incision appears to be healing well. There are a few scabbed areas but no areas of drainage, no significant areas of dehiscence, very minimal erythema surrounding the incision. Assessments: status post lumbar fusion. On (B)(6) 2009, the patient was presented for office visit with lower back pain. The patient also underwent xrays of the lumbar spine. No complication was reported. On (B)(6) 2010, the patient was presented for office visit with constant lower back pain. Assessments: low back and lumbar radiculopathy, and I have a concern about dependence, as well, but she has been off any serious narcotics for a long time without apparent symptoms. On (B)(6) 2010, the patient was presented for office visit with sleep disorder. Review of systems: she states she is positive for depression, which is helped with medication, but she denies suicidal ideations. Assessments: low back pain. Cervical radiculopathy. On (B)(6) 2010, the patient was presented for office visit with back pain. Assessments: increasing low back pain. Lumbar radiculopathy.